Event description:
The customer reports that the valve presents "a prosthetic dysfunction". Implant duration unknown.

Manufacturer narrative:
Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Customer report of prosthetic dysfunction could be confirmed. Minimal to moderate calcification was observed in the cusp area of leaflet 1, heavy calcification was observed in the cusp area of leaflet 2 and moderate calcification was observed in the cusp area of leaflet 3. The free margins of leaflets 2 and 3 exhibited minimal to moderate calcification, free margin of leaflet 1 exhibited minimal calcification. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 7mm. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 5mm. Host tissue was moderate to heavy at both the stent inflow and stent outflow. Host tissue fused leaflets 1 and 3 at commissure 1 by approx 4mm, leaflets 1 and 2 at commissure 2 by approx 2mm and leaflets 2 and 3 at commissure 3 by approx 5mm, all on the outflow aspect. Calcification and host tissue restricted mobility in the leaflets and led to stenosis. The x-ray demonstrated calcification, no visible damage to wireform. Approx 90% of sewing ring circumference was cut. Approx 75% of the wireform circumference was also exposed. These damages are most likely due to explant. X-ray. Despite requests made by the sales rep made to the health care provider, no additional information has been provided regarding the prior or existing health history of this patient. No operative report or discharge summary was provided. The implant duration remains unknown. The evaluation of this device does confirm the customer¿s report of dysfunction with the root cause due to calcification. The patient¿s age at time of explant was (B)(6). Based on preliminary information from device manufacturing records, this device must have been implanted prior to 31 july 2006; therefore, the implant duration cannot be less than 7 years 3 months (or 87.5 months) and the patient was approximately (B)(6) at the time of implant. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, due to the patient's young age at implant, the calcification most likely was related to patient factors.